Manufacturer narrative:
Occupation is patient/consumer. The case was sent to the manufacturer for investigation. There is a low probability of false positives occurring. Potential causes of sample deviation and poor reproducibility can be due to mucous membranes present in the nose, mucin and iga act as a bridge between capture and detector, which may cause non-specificity. The test does not differentiate between sars-cov and sars-cov-2. Refer to the limitations section of the instructions for use. In general, the rapid ag test result should not be the sole basis for the diagnosis; depending on the situation confirmatory testing is required (pcr).

Event description:
The consumer reported false positive results with the covid-19 at-home test compared to pcr. On (B)(6) 2022 at 11:48 am the consumer performed a covid-19 at-home test and the result was positive. On (B)(6) 2022 at 3:34 pm the consumer performed another covid-19 at-home test and the result was positive. On (B)(6) 2022 the consumer had a pcr test performed at a pharmacy and the result was negative. The time the pcr test was taken was not provided. No other information can be provided. No additional information about treatment and outcome was provided.